Event description:
It was reported that during a supply change for a replacement ilet, insulin leaked from the infusion set connector when the user filled the tubing after connecting the cartridge to the connector outside of the pump. No reported adverse clinical effects. Outcomes included successful therapy continuation after guidance, with no alerts or alarms and no medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed user setup error related to infusion set connection procedure, which resolved after restarting the supply change with a new cartridge and connector and connecting components after placing the cartridge into the pump. It was concluded, based on previously established findings for similar reports, that the cause was user error.